Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced two infusion set fell off events during use on (B)(6) 2024.one infusion set was in use for 2 days and one for 10 hours. Blood glucose level reported during an event was 15 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.